Manufacturer narrative:
Device power up properly after battery installation. No unexpected white display, partial display or missing segments were noted. Device passed displacement test and self test. The p-cap or reservoir locked properly during testing. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with peeling keypad overlay. Device received with scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that display of insulin pump was solid white. Customer stated that insulin pump was shut down and then had a white screen. Customer stated that there was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.